Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was not rate adaptive pacing at the programmed sensor parameters.